Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic assisted distal gastrectomy. According to the reporter:this item was used during laparoscopic distal gastrectomy. The body could not recognize the cartridge when assembled. Also, the product articulated byitself without control. This idrive was uncontrollable. Issue detected during preparation. No patient involvement. No reinforcement material was used. No unanticipated tissue loss, no tissue damage, no blood loss of 500ccs or more, and surgical time was not extended greater than 30 minutes.

Manufacturer narrative:
(B)(4).